Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine 2mg/ml .1mg/day bupivacaine 1mg/ml .05 mg/day via an implantable pump. It was reported that their pain relief has decreased in the past few months.  There were no known environmental/external/patient factors that may have led or contributed to the issue. The physician attempted catheter aspiration in the office without success. The physician removed 12.5 cm of the old catheter and the pump connector then replaced the pump connector piece. The issue was resolved at the time of this report. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2026 product type catheter pro duct ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-mar-2020, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 03-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.